Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s936usqs7byj9. Hardware: sm-s936u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. According to the patient¿s mother, the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 1 and 4 hours. The patient¿s mother reported the pod cannula was found bent and the patient was not receiving insulin. Symptoms reported include hyperglycemia, vomiting blood, nausea, headache, fever, presence of ketones, ambulation difficulties and ¿gases on the body¿. The patient was treated with intravenous insulin infusion. The pod was removed at the hospital. The patient was released the following day, (B)(6) 2026.